Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and patient had diaphragmatic stimulation. Additional information received that dislodgement was confirmed under a fluoroscopy. The physician removed the lead and implanted a new lead successfully. The lv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this lead could not be confirmed through testing. No irregularities noted at tip section of lead that could be contributed to dislodgment.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.